Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the guide catheter stretched when attempting to deploy the stent. It was confirmed no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): guide catheter broken. The stent and delivery system were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation revealed no damage to the stent component or suture. The push catheter was noted to be kinked and the suture hole of the push catheter was torn. The guide catheter was stretched and broken. The broken guide catheter was returned loaded with a guidewire. The guidewire could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.